Event description:
It was reported that a pt death occurred. The customer has requested assistance with the trend download.

Manufacturer narrative:
An evaluation of the unit was conducted by a masimo representative at the customer's preferred site. The functionality of the unit was tested and it appeared to be functionality of the unit was tested and it appeared to be functioning as designed. The trend download was provided to the requestor.